Event description:
Patient required surgery for painful tha. Found corrosion in hip upon examination, corrosion under a universal biolox sleeve. Omni fit stem implanted in 2000.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pain involving a uni adaptor sleeve c taper ti was reported. The event was not confirmed. Visual inspection was performed as part of the material analysis. Proximal section of the outer taper was discolored, likely due to the presence of a thin surface oxide in this area. There was no evidence of in-vivo motion between the sleeve and ceramic taper. The inner surface of the taper was substantially covered by adhered debris with disrupted machining lines. The mar report concluded that no material or manufacturing defects were observed on the devices examined. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient required surgery for painful tha. Found corrosion in hip upon examination, corrosion under a universal biolox sleeve. Omni fit stem implanted in 2000.